Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts had been triggered for high impedance on the left ventricular (lv) lead and right ventricular (rv) lead defibrillation coils. Intermittent oversensing was also observed on the rv lead. The cardiac resynchronization therapy defibrillator (crt-d) pocket was opened and it was found that the right ventricular defibrillation coil pin would not go into the connector port. The device was explanted and replaced. The leads remain in use. No patient complications have been reported as a result of this event.